Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Neither x-rays nor operative notes have been provided for review. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. With the information provided, a root cause cannot be determined. Product compatibility has been reviewed with no issues noted. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.